Event description:
It was reported that the guide wire would not fully pass through the recanalization catheter. There was no pt involvement.

Manufacturer narrative:
There have been 2 complaints reported to date for corporate lot number fcwe10013, for this issue. The investigation is confirmed for material separation, as the outer catheter was pulled away from the distal tip. The investigation is confirmed for material twisting as the guidewire lumen was observed to be twisted at the distal tip, resulting in the reported guidewire issues. As the inner guidewire lumen of the crosser catheter was twisted near the distal end of the catheter and the distal tip was separated from the outer catheter. It is possible that the user did not remove the crosser catheter from the packaging hoop before attaching the crosser catheter to the transducer and then twisting the proximal hub two full turns clockwise.